Event description:
Device issue: none. Adverse event (ae): death. Onset of ae: 20 months post-procedure. It was reported via trial that approx 20 months post a left anterior descending (lad) artery stenting procedure with xience stent, the pt was found dead. Cause of death is unknown, but was recorded as cardio-respiratory arrest. There was no additional info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.